Event description:
Ambulance personnel were attending to an infant in cardiac arrest. It was reported that an attempt was made to monitor the pt and allegedly the device displayed a continuous connect leads message and would not display the pt's rhythm. The electrodes were replaced with no change. A back up device was obtained and allegedly also displayed a continuous connect electrodes message. Pt was transported to the hosp with asystole protocol being followed. Reportedly at the hosp., new electrodes were attached and allegedly ER personnel were unable to obtain a good signal on the hosp's monitor. Pt was countershocked three times in the ER however was not resuscitated. The reporter stated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the reporter's assessment of the pt's viability.